Event description:
Same case as MDR ID: 2134265-2013-06860. (B)(4). It was reported that vessel dissection occurred. On (B)(6) 2013, patient presented with chest pain and exertional dyspnea which was diagnosed as silent ischemia and was hospitalized on the same day. Coronary angiography was performed. One day from admission, the 60% focal intra stent restenosis of the previously placed study stent located in the proximal right coronary artery (rca) was treated with balloon angioplasty. Following post dilatation, the residual stenosis was 0%. The 50% stenosis located in the mid rca was treated with balloon angioplasty and placement of 3.5 x 12mm non-bsc stent. Following post dilatation, the residual stenosis was 0%. In addition, a type b dissection occurred in mid rca during dilatation with the 2mm x 30mm emerge balloon catheter. The physician treated the event with placement of an unspecified drug eluting stent. Post procedure, the event was considered resolved without residual effects. One day post procedure, the patient was discharged on clopidogrel.

Manufacturer narrative:
Date of birth: 1946. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).